Event description:
It was reported that the user experienced a prolonged low glucose event after pausing insulin delivery for two hours the prior night, followed by two meal announcements and correction doses that led to hypoglycemia, including a meal announcement made while glucose was below 40 mg/dl. The user was asleep during the event, initially suspected a compression low, and later confirmed a fingerstick of 51 mg/dl, treating with oral glucose over approximately three hours until back in range. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to meal announcements as corrections and failure to follow instructions, with no device problem found and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error involving improper or incorrect user procedure.